Event description:
On the morning of 12/8/97 this resident was observed lying in bed reading at approximately 4:15 a.m. At approximately 4:40 a.m. Stna (state tested nursing asst.) #1 found this resident non-responsive. This resident was found partially in bed and partially on top of her walker which was located next to her bed. Stna #1 summoned the charge nurse to assess this resident. At that point the charge nurse directed stna #1 to call the emergency squad (911). Stna #2 and stna #3 began administering CPR. When the emergency squad arrived at approximately 5:00 a.m. She was still not breathing and the squad determined her to be deceased. The county sheriff's department was called to conduct a complete investigation as to the cause of death. This investigation included an examination by the county coroner, who determined the cause of death to be accidental. Coroner then stated that the facility was not negligent in this incident. Coroner commented that by reading the chart he understood that this resident was a "cantakerous old lady who preferred doing things for herself".